Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint for barrel damaged/cracked on lot # 9287788. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9287788. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications noted that did not pertain to the complaint. There was one (1) notification [200852164] noted for damaged tips. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use it was discovered that the barrel was cracked with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported the consumer found one syringe with both sides of the barrel cracked.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-19. H.6. Investigation summary samples were received and an investigation was performed. This is the 1st related complaint for barrel damaged/cracked for the reported lot number. A review of the manufacturing records was performed and one non-conformance was raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause: l2l dispatch #81492 was created for main gate latch jams. The air jet was out of adjustment. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10.

Event description:
It was reported that during use it was discovered that the barrel was cracked with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported the consumer found one syringe with both sides of the barrel cracked.